Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001466 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke into two pieces, and about 1/2ml of blood leaked. Patient¿s hemodynamics was not compromised. No intervention was required to stop the blood leakage. No air entered into the patient¿s body. The sheath was replaced, and the procedure was completed and subsequently completed. With the information available, this will not be considered a patient adverse event but a product malfunction.

Manufacturer narrative:
It was reported that during the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke into two pieces, and about 1/2ml of blood leaked. Patient¿s hemodynamics was not compromised. No intervention was required to stop the blood leakage. No air entered into the patient¿s body. The sheath was replaced, and the procedure was completed and subsequently completed. Device evaluation details: on 4-oct-2021, the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface has shown evidence of stress marks on the outer diameter. On other hand, the brimmed cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal action related to the reported complaint were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Correction: it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).